Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.